Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: red particles, underweight and broken shell. A visual and microscopic analysis was performed which identified creases fold and sharp broken on posterior due to a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening.

Event description:
Health professional reported right side rupture. Device was explanted.